Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial component. The physician would like to revise both the tibial and talar components in order to preserve as much of the patient's bone as possible.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there is clear radiolucence and cavities adjacent to the tibial implant. Loosening is visible, but there is no significant dislocation or migration visible.¿ based on the investigation, the root cause was attributed to a patient related issue. The failure was detected due to radiolucency and cavities around the tibial implant. According to the medical assessment performed by the hcp, loosening can be confirmed but there is no migration visible. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial component. The physician would like to revise both the tibial and talar components in order to preserve as much of the patient's bone as possible.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.